Event description:
It was reported that the device had a volume accuracy failure. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, accuracy testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a peeling downstream occlusion (dso) seal. Using the test station the manufacturer representative ran 3 accuracy tests, and the tests did not meet specification. The cause of the customer reported problem was a contaminated expulsor assembly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, lens seal, expulsor assembly, and latch lock/sensor. The pump passed all functional tests and performed as intended after repair.